Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, the phacoemulsification tip did not work. The procedure was completed after replacing the product with another one. There was no harm to the patient.

Manufacturer narrative:
An opened phaco tip was returned for evaluation for the report of phaco tip did not work. No lot number was identified with this complaint; therefore, a device history record review and complaint history review could not be conducted. Two photos attached to the parent complaint were reviewed by the investigation site. Photo 1 contains a phaco tip wrench on top of a pak label. Photo 2 contains a phaco tip inside a phaco tip wrench. The reported event of phaco tip did not work cannot be confirmed on the photo attached to the parent complaint. The phaco tip was visually inspected and deemed conforming. No occlusions observed. A functional flow check for occlusion was performed and deemed conforming. A good flow exiting the tip was observed. The complaint evaluation does not confirm the report of the phaco tip did not work. The returned sample was found to be conforming for all visual and functional testing associated with the reported event; therefore, a phaco tip did not work as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phaco tip was manufactured to specification. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. The manufacturer internal reference number is: (B)(4).